Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that damage was found before use with a syringe 5ml saline fill china sp. The following information was provided by the initial reporter, "adverse events: when the child finished rehydration and prepared to seal the tube, the unopened flush was found to be damaged."

Event description:
It was reported that damage was found before use with a syringe 5ml saline fill china sp. The following information was provided by the initial reporter, "adverse events: when the child finished rehydration and prepared to seal the tube, the unopened flush was found to be damaged."

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. Complaint could not be confirmed and root cause is undetermined. H3 other text : see h.10.